Event description:
A pt service rep (psr) called zoll customer support to report that the charger/modem of a (B)(6) male pt was not working properly. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon eval, it was determined that the power unit connector would not power up the charger. The root cause for the faulty connection is likely due to the pins in the connector being recessed due to a combination of an assembly error and excessive force applied during mating. No adverse event resulted from the defective connector. The pt received a replacement charger.